Manufacturer narrative:
A field service engineer was dispatched to investigate the reported issue. The fse evaluated the device and was able to confirm the reported loss of license issue. Once the device was relicensed, proper device operation was observed and returned to the customer for use.while adding the license back on the device resolved the reported issue, the cause could not be conclusively determined.

Event description:
The customer contacted spacelabs technical support reporting that a xhibit central station lost the software license preventing further use to monitor telemetry patients. There was no patient or user harm associated with this event.